Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The root cause of the reported problem was determined to be the lock key was pressed for 50 seconds. Appropriate action was taken to investigate the reported problem by testing the pump as per baxter procedures, keypad test was performed 10 times successfully. Additional: similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, but has not been fully evaluated. A follow-up medwatch will be sent when the evaluation is complete or when more information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had failure code 500:320:658. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history it was discovered that failure code 500:320:658:0000 occurred during infusion, which caused an interruption during delivery. The user interface module master software version is 6.63.92, categorized as remediated.